Event description:
It was reported to philips unit cannot get into service diagnostic mode - circle check mark. The device did not have patient involvement at the time the issue was discovered, there was no patient or user harm reported. The customer states that the 3rd party was on site and told her that they could not perform nav-ring replacement service until the unit is repaired. The customer requested the part number and price for the switch for v60. The philips remote service engineer provided the customer with part number and price for the printed circuit board assembly (pcba) switch. The customer is taking responsibility to correct/repair the device. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Following the evaluation of the device, the customer replaced the switch pcba to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed. The customer¿s alleged malfunction was confirmed, and it was determined that the root cause was the switch pcba.